Event description:
Hcp reported "complications with the pocket". Both the catheter and the pump were removed and not returned to the manufacturer for analysis. Numerous attempts were made to get further information from the hcp without success. The patient outcome was not reported by the hcp.